Event description:
It was reported no capture was found on the atrial lead. It was determined the lead had dislodged after the implant procedure was completed. The lead was repositioned later on the same day as implant. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.